Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 151,813 joules during a prostate procedure. Two additional fibers were used (reference MFR report numbers 2937094-2012-00963 and 2937094-2012-00964); at which point the physician ended the case.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.